Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system's biometric identifier fingerprint scanner was malfunctioning. A field service engineer (fse) inspected the unit for possible biometric identifier (bio ID) issues; however, the bio-ID appeared to be working fine. The fse reconnected the unit and verified its functionality. The customer noticed that after the 1.8 upgrade, if a finger is on the bio-ID when it energizes to take the scan, it causes the main login scanning page to freeze until the finger was removed. Once the finger was removed and placed back on, it worked as intended. General cleaning and inspection were performed on the unit. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, fingerprint reader had malfunction. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.